Event description:
The pt reported hearing clicking sounds with his cochlear implant system. Using the appropriate diagnostic equipment it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery was successfully completed in 2005.